Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2024. On 10/20/2024, the patient¿s child reported that at 11:00am, the dexcom sensor was working fine. Moment¿s later, the patient received an urgent low alert. His son who was with him at the time treated the patient with juice based on the cgm showing low. A fingerstick blood glucose reading was not taken during this time. It was noted that the sensor was due to be changed in a few hours at that time. The patient¿s son did not want to wait for the sensor to expire so he changed the sensor. An hour and a half after changing the sensor, the patient¿s brother was checking the patient¿s camera and saw the patient fall off his bed. The brother attended to the patient and the patient was not responding so he called emergency medical services (ems). When they arrived, they checked the patient¿s bg and it was 380 mg/dl while the dexcom sensor was still in the warm up phase. The patient was taken to the hospital. At the hospital, they checked a bg and it was 700 mg/dl. The patient was treated with IV drip for 6 days and then was switched to lantus, humalog and metformin. The patient was in the hospital until (B)(6) 2024. At the time of the report, the patient was doing better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.